Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part # 04.037.157s, lot # h527340, supplier lot #: n/a , release to warehouse date: 12 jan 2018, manufactured by: synthes monument, no ncr's generated during production. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient birth year: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated with a trochanteric fixation nail-advanced (tfna) and blade on (B)(6) 2021 to treat a trochanteric fracture. The blade was in the nail and was then removed due to repositioning the nail, and then inserted through the nail again. The blade seemed to be locked. The blade migrated into the pelvis postoperatively. The tfna nail, blade and screws were removed on (B)(6) 2021. No further information provided. This report captures the post-event in which the first case, the blade was in the nail and was then removed due to repositioning the nail, and then inserted through the nail again and related complaint (B)(4) captures the post-event in which the blade was locked and migrated to the pelvis. This report is for one (1) 11mm/130 deg ti cann tfna 360mm/left - sterile. This is report 2 of 2 for complaint (B)(4).